Manufacturer narrative:
It was reported that the patient presented with pain and swelling. It was also reported that the tibial and femoral components were identified as loose and the surgeon noted excessive poly wear. The revision surgery to an off the shelf knee implant system occurred. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient presented with pain and swelling. It was also reported that the tibial and femoral components were identified as loose and the surgeon noted excessive poly wear. The revision surgery to an off the shelf knee implant system occurred.

Manufacturer narrative:
It was reported that the patient presented with pain and swelling. It was also reported that the tibial and femoral components were identified as loose and the surgeon noted excessive poly wear. The revision surgery to an off the shelf knee implant system occurred. Review of the device history record indicates that the device was manufactured to specification. Device evaluation: review of results of retrieved implants conducted at an independent testing laboratory confirm the wear in the poly insert as reported by the surgeon.